Event description:
It was reported that during an upgrade procedure while attempting to gain access to the coronary sinus the catheter perforated the patient. After several failed attempts to access the coronary sinus the procedure was aborted. The patient was in -stable- condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.